Manufacturer narrative:
At the time of the call, the customer did not want to conduct any troubleshooting, but she was willing to look at her parts and stated that they had residue on them. She was advised to separate, soak and wash them and then test the pump again. During follow up with the customer on (B)(6) 2017, she stated that she was diagnosed with mastitis in march and was prescribed an antibiotic. She has since switched to a symphony pump, has had no issues, and the mastitis is resolved. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that she was experiencing low suction with her pump in style breast pump, which she purchased in 2011 and was using with her second child. She stated that she got mastitis and thinks that she may need 21mm breast shields, for which she would see a lactation consultant.